Event description:
It was reported to boston scientific corporation in 2008 that an autotome sphincterotome was used during an endoscopic sphincterectomy (est) procedure the same day. (Patient gender, age and weight unknown) according to the complaint, during preparation, the physician inspected to confirm that the tension of the cutting wire would work properly with controlling the handle outside the patient. However, when the physician inserted the device into scope without any force, he noticed that it was kinked at the device shaft. Due to the kink, he was unable to set up the cutting wire properly. The case was completed with another autotome sphincterotomes. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good"

Manufacturer narrative:
A visual evaluation revealed that the device was kinked at about the middle of the extrusion working length. A functional evaluation found that the device would bow 90 degrees, but the bowing was intermittent and also delayed from the time of activation with the handle. The intermittent and delayed bowing are likely due to the twist and kink in the working length.